Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, there was a bluetooth pairing failure. No additional patient or event information is available. Data was provided for evaluation. The reported bluetooth pairing failure was confirmed via data. Data evaluation also confirmed a loss of connection on (B)(6) 2016. The root cause could not be determined post-investigation. Based on the findings of loss of connection, this is now reportable.

Manufacturer narrative:
(B)(4). Correction - the g5 system is associated with product code pqf.